Event description:
The patient was undergoing 3 hour cardiac surgery. The forehead was cleansed with alcohol then wiped with cotton prior to sensor application. Paper tape was applied over the patient's head. The patient was in the supine position with a transesophageal probe and cv catheter. An irritation was observed on the forehead of the patient at the location of electrode #3 of the sensor. It is unknown if the irritation was treated. At the time of this report, it is unknown if the irritation completely resolved.